Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his lead exhibited bipolar pacing loss of capture. The rv his bundle lead was reprogrammed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.